Event description:
No medical history or concomitant medication details were provided. The patient was receiving human insulin via a humapen ergo teal/clear pen body ( lot40073 ) with a clear cartridge holder attached for the treatment of diabetes. The person operating the device was the patient. It is unknown if the operator of the device was trained. The pen was returned from a hospital programme with th4e nature of the problem indicated as "lock mechanism - one clip broken:. This humapen ergo complaint is associated with cid00292299.